Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health care professional reported that after cataract surgery with intraocular lens (iol) implantation, it was observed that the optic was scratched. The iol was replaced in a secondary surgery with no reported harm to the patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. Blood and solution is dried on the lens. Haptic and optic damage was observed. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.11., h.6., and h.10. Evaluation summary: the customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the intended cartridge use. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. The manufacturer internal reference number is: (B)(4).